Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 495 mg/dl at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. The customer was treated with manual syringe. It was unknown using insulin pump system within 48 hours of reported high blood glucose event. It was unknown the auto mode feature was active or not at time of high blood glucose event. Customer received open book image on screen. The device will be returned for analysis

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the customer reported an open book. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side starting at the left belt clip rail. Device was received with a critical pump error (open book image) alarm. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error (open book image) alarm. Attempt to download/upload using crest/thus was successful. The adapt tool, long trace and insulin pump history files do not give an indication as to which insulin pump error triggered the open book. The case was cut open. After visual inspection, there is corrosion in/around the following: pcba1--j7, components located at the top of the back side of the board, force sensor flex cable terminal. After plugging a known good electrical board and a known good electrical board into the original case, the unit booted up normally. After plugging a known good electrical board into the original electrical board and then into the original case, the unit booted up normally again. After plugging the original pcba2 into a known good pcba1 and then into the original case, the unit booted up to a critical pump error (open book image) alarm. The force sensor zero offset measured within specification = 23.5 millivolt. In summary, the customer¿s report of an open book was confirmed during testing. The critical pump error (open book image) alarm is due to electrical board and the moisture damage on electrical board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.